Manufacturer narrative:
A ge service representative performed an on site investigation. The central processing unit and hard drive was reset. The system was then found to be operating as intended.

Event description:
The customer reported that the system would not start up. There is no report of patient injury.